Event description:
Rec'd complaints about above product from dir of nursing. Complaint states three pts were affected. Healthcare professional feels that the ebl on 2 of the pts was "overestimated and was actually less than 100cc." Healthcare professional states that the one pt who did experience an ebl of >100cc, had oozing around insertion site which loosened the tape. This pt also has a disorder which causes her to shake continuously and the hp feels that this contributed to the dislodgment of the needle. None of the pts required intervention, transfusion, hospitalization or developed problems with their access. At this time do not know if samples are available.